Event description:
Physician performed a fistulogram. The post purse string nylon suture was placed in, and upon tying, the introducer to the micro-puncture broke in half. The physician was able to retrieve all pieces via a cut down and the micro-puncture was sent off for pathology evaluation.